Event description:
Foley malfunction: this foley cracked at the hub, where the foley catheter tubing meets the drainage tubing. The urine leaked all over the pt's bed. This required another catheter insertion, which increased the risk for a urinary tract infection. (This was the 6th such event with these foley kits).